Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has high and varying impedance with pocket manipulation. The lead is scheduled to be revised and replaced. The lead remains in use. No patient complications have been reported as a result of this event.